Event description:
The pt called lifescan and alleging that his meter was prompting an error 4 message. The pt stated he visited the hosp to speak with his physician, but he was unavailable. No treatment was given. He reported no symptoms at the time of concern. The issue was not resolved with troubleshooting. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A replacement meter is being sent to the pt.

Event description:
The patient called lifescan and alleged that their meter was prompting an error 4 message. The patient stated they visited the hospital to speak with their physician, but they were unavailable. No treatment was given. They reported to symptoms at the time of concern. The issue was not resolved with troubleshooting. The patient neither alleged harm nor experienced injury or medical intervention. A replacement meter is being sent to the patient.